Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed possible third degree burn. Due to insufficient information, possible burn location and degree, device info and treatment date is not documented.

Manufacturer narrative:
H11: per the treating facility, the patient was treated with coolsculpting to the upper arms and experienced bruising, which has since resolved. It was confirmed the patient did not experience a burn. The coolsculpting user manual states mild bruising on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks after onset.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral upper arm area on (B)(6) 2022 and experienced bruising.